Manufacturer narrative:
The product subject to this complaint was not returned for eval. It was not possible to determine the definitive root cause for the alleged presence of foreign material.

Event description:
It was reported that at incoming inspection at distribution, foreign material was observed in the package. No adverse consequences were reported.